Event description:
It was reported that during a follow up the battery of this device showed 16% remaining, which was a drop from 55% remaining from the last remote monitoring transmission. A request for the device data review was needed. A review of the device data by technical services (ts) noted that the power consumption of this device was increasing and the device was exhibiting premature battery depletion. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up the battery of this device showed 16% remaining, which was a drop from 55% remaining from the last remote monitoring transmission. A request for the device data review was needed. A review of the device data by technical services (ts) noted that the power consumption of this device was increasing and the device was exhibiting premature battery depletion. A device explant and return was discussed. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a follow up the battery of this device showed 16% remaining, which was a drop from 55% remaining from the last remote monitoring transmission. A request for the device data review was needed. A review of the device data by technical services (ts) noted that the power consumption of this device was increasing and the device was exhibiting premature battery depletion. A device explant and return was discussed. At this time the device remains implanted. No adverse patient effects were reported.